Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer passed away in an unknown location. The cause of death was due to a hypoglycemic event. The caller stated that they had questions to see if the pump contributed to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was obtained. It is unknown if the next of kin will return the insulin pump for analysis. Frn-unk-rsvr.

Manufacturer narrative:
Device did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. Device uploaded properly using carelink. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Corrected harm code as the letter indicates that the cause of death was dka, not a hypoglycemic event as was originally conveyed by the tm/sr field consultant on (B)(6) 2018. The information provided that the date of event with the initial report was incorrect. The correct information was (B)(6) 2018.